Event description:
Inbound call spoke with patient on the line re: pump issue. Subcutaneous remodulin ms3 patient last site change: (B)(6) 2023. It was red, swollen, and warm and she took the pump out and changed the site (B)(6) 2023, switched to new pump. In the old pump cadd ms3, she noticed there is medication in the pump (states she has noticed that this has happened twice with the same pump). Pump did not alarm or did not give any alert messages. Serial number: (B)(6). Asked if we can replace the pump. Adding pump to the existing shipment. Pump rate confirmed to be 0.014 ml/ hr. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. No add'l info is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? She was red and swollen; if yes, was any medical intervention provided? Relieved after charging the site. Is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Ref report: mw5148438. Reported to (B)(6) by pt/caregiver.